Event description:
It was reported to technical services on 4/7/11 that the p waves amplitude were all over the map 0.8-1.0 mv. Check yesterday and p-waves/afib waves of 7.5. Dailies show up to 12.1. Ra impedances 450-650. Sensitivity in ra 0.25. Appropriately mode switching. Nonsustained episodes are appropriate. A-waves >25 mv. Rep not seeing cross-talk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).